Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of an erroneous low result for 1 patient sample tested for elecsys hcg test system (hcg) on a cobas 6000 e 601 module. The initial hcg result from the e601 module was 0.8 miu/ml. This result was reported outside of the laboratory where the physician requested an ultrasound. The ultrasound registered a heartbeat. The sample was repeated on a cobas e 411 immunoassay analyzer and the result was 10000 miu/ml with a data flag. A new sample was obtained and the result from an instrument dilution of 1:100 was 11618 miu/ml with a data flag. The repeat result and the result from the 2nd sample are believed to be correct. There is no information to reasonably suggest an adverse event occurred. The hcg reagent lot number was 24867500 with an expiration date of 30-sep-2018. The field service representative (fsr) visited the customer site and found an issue with the liquid level detection (lld) board which he replaced. Mechanical and operational checks passed. The investigation determined the issue identified by the fsr was the root cause of this event.

Manufacturer narrative:
The customer has had no further issues since the service visit.